Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic ring at the reservoir compartment fell off. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unit uploaded properly using carelink pro. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and the dat test due to missing retainer. Unit also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side and a pillowing keypad overlay.